Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was replaced with membrane frame,rear case,lower pressure sensor and replaced l iui bent internal pin.non supported parts bezel assembly and door latch assembly was installed on the device. There was no patient involvement.